Event description:
During a laparoscopic gastric sleeve surgery, the surgeon attempted to deploy the staple gun to achieve a staple line across the stomach. The staple gun did not deploy the staple cartridge. The surgeon re-loaded the gun a second time with a different staple load, and again, the gun did not deploy the cartridge. The surgeon reloaded the gun again with a third staple load and this time, the gun fired correctly.